Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. There was damage observed on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A kink was observed in the sheath assembly from femoral marker to the proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the physician then performed post balloon and finished the procedure. The device was completely removed from the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician then performed post balloon and finished the procedure. The device was completely removed from the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 90% stenosed target lesion was located in a moderately tortuous coronary artery. After a synergy stent had been placed during a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected to view the placed stent. After pull back, the physician attempted to withdraw this opticross¿; however, it was noticed that the imaging catheter was caught by the stent. Then, the physician pushed this imaging catheter or performed torque and was removed successfully. No damage on the stent was noted. The physician then performed post balloon and finished the procedure. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications reported and the patient's status is good.